Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible device or package damage was noted before use. A non-cordis catheter sheath introducer was used. Femoral artery suitability, including insertion angle, was confirmed by angiography, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, significant stenosis, recent closure, or pre-existing vascular complications at the puncture site. There was no difficulty connecting the sheath introducer with the exoseal vcd, but the indicator wire cowling disengaged after initial engagement and required a second press. Pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed and was facing downward. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible device or package damage was noted before use. A non-cordis catheter sheath introducer (csi) was used. Femoral artery suitability, including insertion angle, was confirmed by angiography, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, significant stenosis, recent closure, or pre-existing vascular complications at the puncture site. There was no difficulty connecting the sheath introducer with the exoseal vcd, but the indicator wire cowling disengaged after initial engagement and required a second press. Pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed and was facing downward. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed and the guard was received not locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The guard was successfully locked before starting the test. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to examine the internal mechanism after and before the deployment test. During this analysis, no abnormal conditions were observed in the internal mechanism. The evaluation specifically included the area in the internal mechanism where the cowling guard engages; therefore, it was reviewed both in the received not locked position and after the guard was locked. No anomalies were observed in this area. The reported event of ¿indicator window no change to indicator and cowling (guard) disengaged access site not lost¿ was not observed during analysis of the device. The device was received with the guard unlocked, which was reported in the original event. However, during analysis, the guard was able to be locked successfully. In addition, the window achieved full transition and the device was successfully deployed with no anomalies noted in the internal mechanism. The cause of the difficulty with the guard could not be determined, however, the issue reported with the indicator window may have been related to the fact that the guard was not properly locked. Other unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.